Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance. The boston scientific representative stated that it does not appear to be lead issue and wanted to know if a dual coil lead would be better. Technical services (ts) provided their insight and possible following actions. It was noted that the patient has had received shock therapy appropriately. The shock impedance during the shocks was higher than the daily measurements. The lead remains in use. No adverse patient effects were reported.